Event description:
Medtronic received information regarding an imaging system being used for a pending surgical procedure. It was reported that the manual door open procedure failed as the gantry would not open while positioned around the patient. The site attempted to use the emergency door button, but it did not work. They then tried the manual door open procedure. Although the indicator turned orange, the t-handle would not seat properly. When they managed to seat it correctly and began ratcheting the handle, they felt immediate resistance and chose not to proceed. The imaging system was moved toward the base of the patient bed, and the surgery continued. The length of the surgical delay was pending. The patient outcome was pending. Additional information was received. The procedure being performed was a sacroiliac and thoracolumbar procedure and there was a surgical delay as the site was never able to get the imaging system open so they had to improvise to get the patient off the table and dismantled the surgical bed to get the imaging system out. Surgical delay amount unknown. The screws that were placed were unable to be checked and the issue occurred intra-operatively.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, serial/lot #: -, ubd: , UDI#: h3) the manufacturer representative went to the site to test the imaging system. Adjusting the screws on the door slide stop mechanism was loose. They adjusted and tightened. System operates as expected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.